Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not suck in water, also loses water at the bottom of the arctic sun device. As per additional information via email from ibc on 22aug2023, it was stated that the visual inspection found there was no damage on the device. The arctic sun device could not be filled with water. A screw from the control panel had come loose and fallen onto the input or output circuit card. These were damaged and no longer function. The inlet or outlet circuit board controls the circulation pump and mixing pump. The inlet or outlet circuit card has been replaced. The arctic sun device was not found to be leaking water. The device passed the procedure and can be placed back into normal use.

Event description:
It was reported that the arctic sun device did not suck in water, also loses water at the bottom of the arctic sun device. As per additional information via email from ibc on 22aug2023, it was stated that the visual inspection found there was no damage on the device. The arctic sun device could not be filled with water. A screw from the control panel had come loose and fallen onto the input or output circuit card. These were damaged and no longer function. The inlet or outlet circuit board controls the circulation pump and mixing pump. The inlet or outlet circuit card has been replaced. The arctic sun device was not found to be leaking water. The device passed the procedure and can be placed back into normal use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.